Event description:
Technician alleged that the pt right intermediate side rail was not latching. No injury reported.

Manufacturer narrative:
The technician troubleshot the bed and found the release mechanisms were gummed up with dried fluids. The technician cleaned and lubricated the release mechanisms to resolve the issue.